Event description:
It was reported that the patient had experienced low blood glucose level event on (b)(6) 2026. The patient was treated by eating food.

Manufacturer narrative:
E1: (b)(6). Name: Medtronic Minimed.Country: United States of America.Address Line 1: 18000 Devonshire Street.City: Northridge.State: California.Based on the available information, this event is deemed to be a Serious Injury complaint.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number Reporting Site: 8021545, Manufacturing Site: 3003442380.Zip Code: (b)(6).